Event description:
It was reported that during a periprosthetic femur fracture open reduction internal fixation (orif) of left femur, the wire was being tensioned with our tensioning device and while tensioning before crimping, the cable would fray and start to stress fracture on some the individual strands. Another wire was used and also failed. Pressure of the tensioning device never came close to exceeding 50kg tensioning pressure. Failure seen at or near 40kg. Surgeon used a similar competitor product to complete the case. Surgery was delayed by twenty minutes. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Part manufacture dates are 3/21/12 and 3/29/12. A review of the device history records was performed and no complaint related issues were found. Placeholder.